Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the motor device had an e2 error message. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. It was not reported that there was patient or user injury. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The device evaluation result was corrected from the reported condition not confirmed to confirmed. The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the air pump would not shut off and the thermistor was bad. This type of damage was indicative of the motor device that overheated causing the thermistor to go bad which would prompt e2 and e8 error messages until the thermistor was no longer operational; then the air pump would come on once the motor was plugged into the console. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.